Event description:
The lay user/reporter contacted int'l affiliate in 2008 reporting that the lay user/pt's one touch ultra2 meter was giving inaccurate high reading. The affiliate tried to contact the pt to get add'l info and left the message for the pt to call back. In 2008 at 7:20 am, the reporter tested the pt's blood sugar on the lfs meter and obtained reading of 5 mmol/l. She gave the pt her insulin injection. The reporter did not mention the dosage of insulin taken at that time. Approx 20 minutes later, the pt collapsed on the floor. There were no other symptoms present at that time. The reporter advised that the pt had an episode of hypoglycemia. The pt was given oral glucose, lucasade drink and a cereal bar. After 20 mins, the pt felt better and had her usual breakfast. The reporter also revealed that the pt was in the hosp as her readings were very erratic and has no connection with the incident that occurred in the morning on the day. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct. The test strips were within expiration dating and in good condition. The meter was programmed for the correct unit of measure and calibration code number. The result was not verified in the meter memory, as the reporter did not have meter with her. The meter and test strips were replaced. It would have been helpful obtaining info regarding pt's usual readings, frequency of testing, usual diabetes medication and dosage, was the dosage fixed or based on meter reading, comparison of reading with any other meter reading, did the pt have usual dosage of diabetes medication on the day of incident, for how long the pt was getting erratic readings, reason for hospitalization and treatment plan. This complaint is being reported as an adverse event due to the fact that based on the alleged inaccurate meter reading within acceptable normal range; the pt was given insulin injection. Later on, she claimed to develop hypoglycemia and was treated with food and beverage. The pt felt better after eating and drinking.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.